Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22049030, medical device expiration date: 04apr2027, device manufacture date: 04apr2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: hospital has notified us that they have experienced a defective IV tubing set.

Event description:
It was reported while using bd maxguard extension set the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: hospital has notified us that they have experienced a defective IV tubing set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-sep-2022. H6: investigation summary: a complaint of a set being defective was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. One sample had separated at the y-port. The separation looked clean and no damage was seen to the tubing. The second sample was not separated, and was able to be primed with no defects observed. A device history record review for model mx4450 lot number 21085161 was performed. The search showed that a total of 4,803 units in 1 lot number were built on 04aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx4450 lot number 22049030 was performed. The search showed that a total of 14,403 units in 1 lot number were built on 04apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The potential root causes were determined to be the tubing not fully being inserted into the bushing, causing a lack of solvent and gap. Another potential root cause is not allowing sufficient time for curing during assembly of the tubing to nac y-site joint. H3 other text : see h10.